Manufacturer narrative:
The device was returned to braemar by distributor. It was inspected for general physical integrity, and showed evidence of prying and the seal was broken. The battery was noted to have burn marks in the same location as the pry marks. The battery showed signs of sparking. Engineering was able to confirm allegation. The sensor battery experienced a thermal event due to misuse. The device was returned to braemar by distributor. It was inspected for general physical integrity, and showed evidence of prying and the seal was broken. The battery was noted to have burn marks in the same location as the pry marks. The battery showed signs of sparking. Engineering was able to confirm allegation. The sensor battery experienced a thermal event due to misuse.

Event description:
Biotel reported that the sensor was getting hot. Additional information was received from patient services from patient and family: it was reported that the patient removed the back of the sensor. The patien's family member attempted to pry it off and then the sensor started smoking and became hot. The patient was not wearing device at the time of the event. There was no malfunction prior to tampering with the device. Patient continued services and a replacement was ordered.